Manufacturer narrative:
Device evaluated by MFR: synergy stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts at the middle to distal end of the stent were compressed. The undamaged stent outer diameter was measured using a snap gauge and the result was 0.0380, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28jan2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.50 x 20 balloon catheter, a 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported and the patient condition was stable. However, returned device analysis revealed stent damage.